Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 44509 was verified. Event log shows system fault 44,509 on (B)(6) 2017. The microprocessor board with be replaced. Use testing was performed. The problem source is the faulty microprocessor board.

Event description:
Information was received that the cadd solis vip pump error had error code 44509. No reported adverse effects.